Event description:
It was reported by service report that bed exit was not working properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bed exit module failure.